Event description:
During the embolization procedure, the orbit mini complex fill coil ((B)(4)) stretched during insertion into the target aneurysm. No other coils were place in the aneurysm. There was no adverse event reported with the event. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and after the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). The component will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15686170 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure, the orbit mini complex fill coil (637mf2535/15686170) stretched during insertion into the target aneurysm. No other coils were place in the aneurysm. There was no adverse event reported with the event. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and after the event, the same microcatheter was used with the next device. The microcatheter was not re-shaped. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). The component will be returned for analysis. A non-sterile orbit mini complex fill2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipping and no damages were noted on it. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the reported information, it appears that procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the reported events of coil stretching. With review of the device history records there is no indication of any manufacturing issues related to the event. It appears that procedural factors and device interaction contributed to the event. Therefore, no corrective actions will be taken at this time.